Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Sensor was removed from the patient and sent to manufacturer for evaluation. Investigation results revealed that sensor performed as expected. There was no malfunction with the device. Complaint cannot be confirmed.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the patient experienced unstable sensor readings and the sensor glucose readings having lot of variability.